Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the low 200's (mg/dl). However, the exact value was not provided. The customer administered a bolus to address bg level. Reportedly, the customer suspects the basal rate in the morning is set too low. The customer indicated that they would contact their healthcare provider regarding basal rate settings.